Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose motor support disk. Unable to perform occlusion, prime and no delivery tests due to motor error alarms during basic occlusion tests.

Event description:
Customer reported that she had unexplained high blood glucose and dka. Paramedics were called and she was hospitalized due to high blood glucose. The blood glucose reading was 800 mg/dl at the time the paramedics arrived. Customer stated that she was admitted to intensive care unit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.